Manufacturer narrative:
(B)(4). Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement and, less frequently, from mitral valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. In this case, the issue was recognized intra-operatively and CABG was performed. There has been no indication or allegation of a product malfunction. The root cause of this event cannot be conclusively determined; however, it appears that patient and/or procedural related factors likely contributed to this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported via the implant patient registry that a 3300tfx 27 mm ((B)(4)) and a 3300tfx 25 mm ((B)(4)) valve were explanted at implant due to coronary artery obstruction, secondary to sizing issues. This patient is a (B)(6) male with a history of truncus arteriosus repair who now presented with severe truncal valve regurgitation. Initially, a 27 mm valve was chosen; however, there was concern that the left main was narrowed by the valve. This valve was explanted and replaced with a 25 mm valve. Attempts to deliver antegrade cardioplegia could not achieve any perfusion detectable in the left anterior descending coronary artery. This valve was removed leaving the sewing ring of the valve in position except in the area of the left main coronary artery. A 3300tfx 21 mm ((B)(4)) valve was now chosen and in the area of the noncoronary cusp, in order to avoid the orifice of the main coronary artery, horizontal mattress sutures with felt pledgets were placed below the annulus of the aortic valve through the annulus of the mitral valve and then poured out into inside the orifice of the aortic valve. A running suture was used to reattach the 21 mm valve to the sewing ring, which had been left behind, and in the area of the noncoronary sinus, the horizontal mattress sutures were passed through the sewing ring of the valve and tried down, so that the sewing ring of the valve was below the orifice of the common ostium of the left and right coronary arteries. The valve was lowered in position. The incision in the ascending aorta was again closed, this time with a bovine pericardial patch to reduce any compression of the orifice of the coronary arteries against the valve. A bovine pericardial patch was used to enlarge the incision in the aorta, which was taken down to the annulus in order to give enough room for the orifice of the coronary artery. After closing the aorta and de-airing, cardioplegia was given antegrade. It was now found that there was very poor flow in both the right coronary artery and in the left anterior descending coronary artery, and after the aorta was re-opened and the heart rearrested, attempts to use the self-inflating cannula to go down the ostia of the two coronary arteries proved unsuccessful. It was therefore decided to bypass the right coronary artery. The patient had a prolonged procedure and was placed on ECMO. This procedure was of increased difficulty, duration, and intensity in view of the difficulties experienced with the orifice of the left main coronary artery, which was immediately adjacent to the anulus of the truncal valve. The aortic valve insertion resulted in compression of the coronary artery and therefore multiple attempts were made before an acceptable pulmonary valve could be inserted and both the left and the right coronary arteries required revascularization. The patient was in the operating room for 22 hours and had a very prolonged period of cardiopulmonary bypass with over 2-1/2 hours to dissect the heart out and over 4 hours to achieve hemostasis and 7 to 8 hours on bypass. Post-operatively, the patient developed myocardial recovery. He underwent catheterization and re-stenting of the left and right stents. He was then weaned off ECMO to low flows with good ventricular recovery. The patient was discharged home in fair condition on pod #22. This is a (B)(6) male who underwent truncal repair in early infancy.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.